Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2015, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown intrathecal medication via an implantable infusion pump. Patient history included non-malignant pain. The hcp reported that the patient's catheter became dislodged. No patient symptoms were reported. The cause of the event, diagnostics/troubleshooting, interventions, and outcome were unknown. Patient status at the time of the report was alive with no injury. Additional information has been requested but was not available at the time of this report.